Manufacturer narrative:
Pump booted up, no blank display was noted, however there is a back light anomaly and partial display was noted. Pump was also not received with original battery cap. The pump passed the displacement test and sleep current test. The pump failed the active current test and self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software and carelink, generated carelink reports. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a pump error 53 alarm (file #: (B)(4),line #: (B)(4), esf #: (B)(4)) on the event date of 10/07/2023 21:10:23.000 due to a possible software anomaly. Pump alarmed 2 low battery alerts on (B)(6) 2023 at 19:02:00.000 and 19:05:00.000. Pump alarmed 3 replace battery alert on the event date of (B)(6) 2023 at 23:10:00.000, 23:44:00.000, and 23:48:00.000. Pump alarmed a replace battery now alarm on (B)(6) 2023 at 23:41:00.000. Pump alarmed two power loss alarms on (B)(6) 2023 at 21:11:16.000 and (B)(6) 2023 at 00:00:12.000. All previously mentioned battery alerts were expected. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, cracked case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Blank display and audio/vibrate anomaly/absence of alarm were not confirmed during testing. Unable to verify customer's complaint for battery cap. Partial display and back light anomaly were confirmed during testing due to moisture damage on the lcd assembly. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly, motor, and force sensor. Pump error 53 was confirmed in the pump history files and traces due to a software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an issue with the battery cap, the pump did not turn on but had a blank screen and was making a beep. No harm requiring medical intervention was reported. Troubleshooting was performed and display did return after pump restart. The insulin pump will be returned for analysis.